Manufacturer narrative:
Manufacturing site evaluation: the shunt system was manufactured in 2018; deviations during assembly and final inspection did not occur. Investigation: visual - the visual inspection showed no significant deformations or damages. Permeability test - this test has shown that the valves is permeable. Adjustment test - this is a fixed pressure valve. An adjustment test is not applicable. Braking force and brake function test - this is a fixed pressure valve, and a braking force and function test is not applicable. Computer controlled test - to investigate the claim of under-drainage, the opening pressure is measured using a miethke testing apparatus which simulated a cerebrospinal fluid (csf) flow. The valve is tested in both the horizontal as well as the vertical positions. The results showed that the valve was operating within the accepted tolerance in the vertical but not in the horizontal position; it was higher, indicating a tendency towards over-drainage. Results - after the tests, we dismantled the valve. Inside the valve we have found no evidence deposits. However, even a small amount of non-visible blood or protein can lead to temporary blockage and could be responsible for the suspected malfunction in the past. Based on our investigation, we are unable to substantiate the claim of under-drainage. The valve operates in the horizontal position with a slight over-drainage. We can exclude a defect at the time of release. The shunt system met all specification of the final inspection when released from christoph miethke gmbh & co. Kg.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that a paedigav valve had under-drainage. A patient underwent a shunt implantation procedure on (B)(6) 2019. Sometime later, under-drainage was noted. The valve was replaced on (B)(6) 2019 due to this malfunction. Further details have been requested.